Manufacturer narrative:
Continued e1.: (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and granuloma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and granuloma.

Event description:
Healthcare professional reported, right side "intracapsular rupture", "intense pain". "During surgery, a swab of a thick serous effusion was taken and sent for bacteriological exam". "Analysis of the capsule, found granulomatous lesions of the macrophage resorptive siliconoma type and an absence of suspicion for malignancy". "Don't know the baker status of the hull". The device has been explanted.